Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record and receiving inspection reports identified no deviations or anomalies. Visual examination concludes that the returned tasp has fractured on the medial side of the post, where all the pieces are returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of about 1 year before it fractured, which was manufactured in jul 2014 and has been used in an unknown number of surgeries. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. It is unknown whether surgical technique was followed during use of this device. Tasp was manufactured before design change. Root cause can be traced to design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke when the surgeon was performing a trial reduction.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This particular device is listed in the aggregate tasp scope list associated with previous investigation. This device was manufactured before the design modification and was not part of the re-design scope. With the information available, it was not possible to determine a definitive root cause.